Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Event description:
The patient, along with her mom, contacted animas alleging that the pump kept on reverting to the default factory setting even though the patient changed the date setting. The pump had a low battery alarm on "(B)(6) 2007," which appears to be a default date, and the battery was replaced on (B)(6) 2010. According to the pump history, alarms jumped from (B)(6) 2007 to (B)(6) 2007 in between (B)(6) 2010 - (B)(6) 2010, and then go back to (B)(6) 2007. It was discovered that the am and pm time setting was also not correct. The patient claimed she always check the verification screen for accuracy. The patient reportedly has had high and fluctuating blood glucose levels (results were not provided). The patient's health care professional also noticed that the pump's history was incorrect. No medical intervention was reported. There was no evidence that the product contributed to an adverse event; however, this complaint is being reported due to the date/time issue and the inaccurate pump history. A replacement pump was sent to the patient.